Event description:
It was reported that a system error 2240 (air in tubing) alarm, occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. There was an open clamp on an unused line. The power was cycled and the hc alarmed with a system error 2367. The hp would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. Per baxter labeling, users are instructed to close clamps on unused lines when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.